Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder®aaa endoprostheses, gore® excluder® iliac branch endoprosthesis (ibe). The placement steps were following, an iliac branch component (ibc) was first deployed in the right side of the patient, and an internal iliac component was deployed in the right internal iliac artery. Subsequently, a trunk-ipsilateral leg endoprosthesis was inserted from the left side and deployed below the renal arteries. After partial deployment of the trunk device, gate cannulation was performed, and a bridge leg component was inserted from the right side and deployed at the site approximately 2 cm proximal to the flow divider. Following full deployment of the trunk device, the left leg component was also deployed at the same site, approximately 2 cm proximal to the flow divider, and both legs were post-dilated using the kissing balloon technique. Finally, an aortic extender component was implanted in the proximal side. The procedure was completed. On (B)(6) 2025, CT examination revealed that blood flow decreased in the left leg of the trunk device. Interference from the right side to the left side was identified as the cause. As a treatment, a bare stent and a stent graft were relined within the left leg. It was also revealed that the proximal side of the internal iliac component (iic) was stenosis due to compression. However, since blood flow remained, no further treatment was performed. The physician¿s comment: after deploying the bridge leg component into the right leg of the trunk-ipsilateral leg endoprosthesis, the catheter of the trunk was withdrawn. During this process, the catheter tip became caught on the proximal end of the bridge leg component, causing the graft to tilt toward the left side and resulting in interference with the left side. It was reported that devices implanted in the left side (trunk and left leg component) had no device failure such as compression.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.